Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving higher scans of 100 mg/dl and 113 mg/dl when compared to an reader results of 70 mg/dl and 86 mg/dl. The customer experienced symptoms of seizure and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare provider who obtained a blood glucose result of 53 mg/dl and the customer was administered glucagon injection for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated that they don't have the device. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. Physical investigation of product is not anticipated as reporter indicated that they don't have the device. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the use of the adc freestyle libre sensor. A customer reported receiving higher scans of 100 mg/dl and 113 mg/dl when compared to an reader results of 70 mg/dl and 86 mg/dl. The customer experienced symptoms of seizure and a loss of consciousness and was unable to self-treat. The customer had contact with a healthcare provider who obtained a blood glucose result of 53 mg/dl and the customer was administered glucagon injection for the diagnosis of hypoglycemia. No further information was reported. There was no report of death or permanent injury associated with this event.